Manufacturer narrative:
On 10/17/2017, an executive summary and review of the patient's medical was received. The following sections have been updated to reflect the additional information: (age at time of the event) updated to reflect age and date of birth. (Describe event or problem) and section b7 (other relevant history) updated to include additional information. (Reporter name and address) updated to include address of reporter.

Event description:
The patient used the inratio system between (B)(6) 2013 and (B)(6) 2015. On (B)(6) 2017, the patient received a "normal" inratio inr result of 2.3. The patient was instructed to continue current dose of coumadin and recheck in one week. On (B)(6) 2015, the patient presented to the emergency department complaining of increasing shortness of breath and fatigue over the past week, fluid retention, and decreased urine output. He reported a 17 year history of taking warfarin. His former cardiologist retired and he had assumed care with a new cardiologist two months previously. He was hypotensive with systolic bps in the 60-70s. There was jugular vein distention. Lower extremities were cool with minimal edema. An inr was reportedly undetectable. EKG showed atrial fibrillation with no acute st/t wave changes. Chest x-ray revealed what was described as significant cardiomegaly. Echocardiogram demonstrated a large pericardial effusion with tamponade. Laboratory studies revealed acute renal failure with initial bun/creatine levels of 95/3.5. Liver enzymes were elevated with an ast/alt of 688/731 and an ldh of 2098. Bnp was 2220. He stated he had been taking lasix for the prior few days and he was also on carvedilol, digoxin, proscar, lisinopril, lovastatin, aspirin daily and warfarin 5 mg as directed. The patient was taken to surgery emergently for creation of a pericardial window and attendant drainage of 1000ml of fluid. A pericardial drain was inserted. Pericardial biopsy was negative for malignancy. Postoperatively the patient was acutely anemic with a hemoglobin decrease from 11.2 to 7.4. He was transfused with at least two units of packed red blood cells and eight units of fresh frozen plasma. Repeat inr was 2.7 and trended downward. Pericardial fluid microbiology and blood cultures were negative. Chest CT on (B)(6) 2015 identified a hematoma in the anterior wall of the lower chest/upper abdomen with associated mass effect upon the adjacent heart and liver, as well as pericardial fluid and air collections. An echocardiogram on (B)(6) 2015 showed a trace to small pericardial effusion with no evidence of tamponade. Ejection fraction was 40-45%. A follow up study on (B)(6) 2015 demonstrated a stable ejection fraction with no significant pericardial fluid. The patient's clinical picture continued to stabilize. Discharge diagnoses on (B)(6) 2015 included chronic atrial fibrillation, status post emergent pericardial window, cardiac tamponade, hemopericardium secondary to coumadin coagulopathy, shock liver, acute renal failure, ejection fraction of 40-45%, bilateral thoracentesis, anxiety, anemia, and hypotension. Shock liver lab values had improved with and ast decreased to 46 and alt of 139. Renal function had improved with discharge bun/creatine levels of 19/0.9. He was to take digoxin 125 mg daily, finasteride 5 mg daily, lovastatin 40 mg daily, hydrocodone/acetaminophen one every four hours prn moderate pain, and two every four hours prn severe pain. Coreg was to be withheld due to hypotension during hospitalization. He was to remain off coumadin with further coumadin therapy management to be addressed on an outpatient basis. The patient reported no longer used the inratio system. A follow up outpatient echocardiogram on (B)(6) 2015 again demonstrated underlying cardiac disease manifested by mild to moderate aortic insufficiency with an sclerotic aortic valve, and mild mitral and tricuspid regurgitation. There was severe biatrial enlargement and moderate to severe left ventricular dysfunction with an estimated ejection fraction of 35-40%, along with global hypokinesis and more significant hypokinesis involving the inferior wall. There was what was described as a likely loculated left pleural effusion, but no significant pericardial fluid was seen. Estimated ejection fraction then improved to 53% in a (B)(6) 2015 nuclear stress test that also showed hypokinesis of the inferior and inferoseptal walls. He remained in atrial fibrillation.

Manufacturer narrative:
(Describe event or problem) updated to include information regarding medical records received 09/15/2017.

Event description:
The patient used the inratio system between (B)(6) 2013 and (B)(6) 2015. The patient reported receiving a "normal" inratio inr result "at approximately 2.3." No date was provided for the inratio result except that it occurred prior to the hospitalization on approximately (B)(6) 2015. On approximately (B)(6) 2015, the patient went to the hospital and was diagnosed with hemopericardium. The patient underwent an emergency pericardial window to drain the excess fluid from around the heart. During the hospitalization, the patient received a laboratory inr result that was "excessively higher and outside of the normal range." The patient was hospitalized until (B)(6) 2015. Following the hospitalization, the patient stopped warfarin use and no longer used the inratio system. No additional information was provided. On 09/15/2017, extensive medical records were received regarding this event. The medical records describe the same event and no new complaint is alleged. There is no reported information that would alter the initial MDR reporting decision or MDR filed.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number of the product used, testing using reserve product from the same lot and a manufacturing review could not be conducted. No further investigation is possible at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The patient used the inratio system between (B)(6) 2013 and (B)(6) 2015. The patient reported receiving a "normal" inratio inr result "at approximately 2.3." No date was provided for the inratio result except that it occurred prior to the hospitalization on approximately (B)(6) 2015. On approximately (B)(6) 2015, the patient went to the hospital and was diagnosed with hemopericardium. The patient underwent an emergency pericardial window to drain the excess fluid from around the heart. During the hospitalization, the patient received a laboratory inr result that was "excessively higher and outside of the normal range." The patient was hospitalized until (B)(6) 2015. Following the hospitalization, the patient stopped warfarin use and no longer used the inratio system. No additional information was provided.